Event description:
It was reported that the patient presented for a generator changeout procedure. During the procedure, high capture threshold was noted on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2021. The patient was discharged from clinic.